Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display after being exposed to moisture/fluid. Blood glucose level at the time of the incident was 8.1 mmol/l. During troubleshooting, the customer was unable to get the display to return. The customer was advised to monitor and call back after the insulin pump completes the 10 minute rest. The product is expected to return.